Event description:
At 11am infusion pump was alarming. Screen and lowed malfunction #9. Attempts to shut off machine by nurse without success. Attempted to charge battery, pump went into malfunction #8. Pump still did not turn off. Called MFR to find out what #8 and #9 malfunction meant, co had no answer. Procedure book by co had no answer. Pump assessed by nurse to determine amount remaining in cartridge. All fluids gone thru (should have been 280 mg left). Resident's vital signs visibly stable. Resident was lethargic but arousable. 1:1 with 15 nec vitals for 2 hrs. Two hrs after the incident respirations at 8. Narcan 0.4 ng was administered 4 times during the course of 8 hrs. Resident returned to baseline 10/15/96 at 9am.